Manufacturer narrative:
There was no donor involved in the incident. The cable has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On (B)(6) 2020 haemonetics was notified of a shorted panel dist cable on a pcs2 plasma collection system.